Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a lower anterior anastomosis, the trigger wouldn't fire on the device. A second like device was used to complete the procedure. There were no patient consequences reported.